Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25oct2018. Philips fse (field service engineer) replaced backup battery. Performed all required performance verification tests per philips' manual. Unit passed all tests successfully. The unit was returned to service.

Event description:
The customer reported that the backup battery required replacement. The device was not in use on a patient at the time of the reported event. The event date was not specified; estimate used.